Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen the inferior vena cava (ivc) filter is in an infrarenal position. There is no angulation. The struts extend about 2mm beyond the lumen anteriorly without involvement of the adjacent duodenum or aorta.